Event description:
The customer reported being hospitalized and released the same day due to diabetes ketoacidosis and high blood glucose of 596mg/dl. The customer mentioned getting button error alarms. Troubleshooting was performed. The customer was not holding a button down for three minutes or greater. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarmed due to corroded keypad traces. Unable to perform functional test, including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to keypad anomaly. Unit had missing end cap sticker.